Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to other devices (bayer and gmate). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began when she started testing with the subject meter in (B)(6) 2015. During the call, the patient claimed obtaining results that were "20 points or more" higher with the subject meter compared to the other devices. The patient reported that on (B)(6) 2015 she obtained blood glucose readings of "120 mg/dl" with the subject meter and "100 mg/dl" on the other devices, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise. The patient reportedly increased her dose of medication on (B)(6) 2015 on the advice of a non-health care professional (non-hcp) in response to elevated readings obtained with the subject meter. As a result of the alleged issue, the patient reported developing symptoms of feeling "shaky, cold and clammy", symptoms she associated with a low blood glucose excursion. The patient claimed she treated herself with food and/or drink in response to the symptoms and was later taken off her medication. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of oral antidiabetic medication based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.